Event description:
It was reported thrombus during the procedure occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal double curve access system (was) and 27mm watchman flx laa closure device and delivery system (wds) were initially used. The wds was inserted into the was and attempted to be positioned in the laa, but was unable. They decided to change to a different curve was. When the wds was removed from the was, it was noted there was a blood clot inside the delivery system. They were unable to re-flush the wds because of this clot. The patient's activated clotting time (act) during this was great than 250 seconds. A new truseal anterior curve was and new 27mm watchman flx closure device was used to successfully complete the procedure. There were no patient complications. The patient remained stable and has been discharged.